Manufacturer narrative:
The reported field event of crosstalk was confirmed via review of a printed electrogram. The device was tested on the bench and using automated test equipment and no anomaly was observed. The cause of the crosstalk was not determined as it was not reproduced during testing.

Event description:
It was reported that during implant, crosstalk was observed. The crosstalk wasn't seen with the new replacement device. The device was not implanted.